Manufacturer narrative:
H6 evaluation conclusion codes: corrected. The device was returned for analysis. Visual inspection revealed that no issues were found, and the device appeared to be in good condition. Microscope inspection revealed that the guidewire exit port was damaged, while the distal section of the tip was in good condition. Functional testing was performed by inserting a test guidewire, and no resistance was noted when tracking the guidewire into the catheter. Based on the evidence, the as reported code of catheter stuck in stent is not confirmed; however, the as reported code of catheter difficult to cross the lesion is confirmed. The damaged exit port could have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip became caught in the stent strut and failed to cross the lesion. The procedure was completed using another of the same device. The patient remained stable with no reported complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that no issues were found, and the device appeared to be in good condition. Microscope inspection revealed that the guidewire exit port was damaged, while the distal section of the tip was in good condition. Functional testing was performed by inserting a test guidewire, and no resistance was noted when tracking the guidewire into the catheter. Based on the evidence, the as reported code of catheter stuck in stent is not confirmed; however, the as reported code of catheter difficult to cross the lesion is confirmed. The damaged exit port could have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip became caught in the stent strut and failed to cross the lesion. The procedure was completed using another of the same device. The patient remained stable with no reported complications.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter tip became caught in the stent strut and failed to cross the lesion. The procedure was completed using another of the same device. The patient remained stable with no reported complications.